Event description:
It was reported that during an afib ablation, the patient suffered a perforation/tamponade. After isolating the pulmonary veins and a mitral flutter line and an la roof line were done, the physician was ablating at 40 watts at the base of the left atrial appendage. At that point, they noticed a blood pressure drop, visualized on echo the heart was not beating well. A pericardiocentesis was performed and the patient stayed in the hospital for 2 days.

Manufacturer narrative:
The concomitant products: carto 3 rmt: model# m-5830-01, serial # (B)(4). Stockert: model # m-5463-01, serial # (B)(4). Coolflow pump: model # m-5491-02, serial # (B)(4). (B)(4).